Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v589285, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an interstitial cystitis flare. The etiology was the subject as worsening or exacerbation of a pre-existing condition. It was reported that the signs and symptoms were a sudden onset of severe bladder pain that started in early april and became progressively worse. It was reported that the interventions were surgical treatment of cystoscopy with hydrodistention and medical or non-surgical therapy of flexeril and pyridium. The outcome was resolved without sequelae on (B)(6) 2012.